Manufacturer narrative:
The oad was returned without the original guide wire. The initial visual and tactile examination revealed that the driveshaft was fractured at the distal edge of the crown. The crown remained intact and undamaged. Biological material was observed on the driveshaft filar's at the proximal edge of the crown. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The distal fractured segment of the driveshaft and tip bushing were not returned. The outside diameter (od) of the driveshaft was measured using a calibrated dial caliper and met the drawing specification. The outside diameter (od) of the crown was also measured and met the drawing specification. The fractured driveshaft and crown section was sent for scanning electron microscope (sem) analysis. Sem analysis identified evidence of fatigue striations on the fractured faces of the driveshaft filar's. An in-house 0.012" test wire was loaded through the device without issue. When tested, the device spun at low and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the reported event could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a portion of a csi orbital atherectomy device (oad) was left in the patient. The target lesion was (B)(4) stenotic and was located in the circumflex/left main artery. The physician used a 7fr introducer sheath, xb guide catheter and a workhorse guide wire. An impella ventricular assist device was inserted into the patient prior to atherectomy. The workhorse guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed three runs at low speed and one run at high speed to treat the proximal lesion in the left main artery. The physician then performed four runs at low speed in the circumflex artery, but was unable to completely cross the lesion. During the final run, the device had bogged down and shut off. The physician attempted to remove the oad, but the distal tip was stuck in the lesion. The guide wire and device were then pulled back as a unit, but got stuck in the left main artery. At this point, the distal tip of the guide wire and oad could not be pulled back. Multiple attempts were made to snare the device and wire, but were unsuccessful. The patient status remained stable throughout the procedure.